Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that at the time of implant, patient may have had a small bedsore for a long time in the area of the neurostimulator and went into the hospital to clean out the bedsore which was 3 x 5 inches but they found the bedsore had a big abscess. Called stated that you could see the bone. Patient was hospitalized and operated on. Caller said, at the time they were supposed to remove the lead and had been in intensive care, got better and went home.